Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with dry eye/spk (superficial punctate keratitis) and blurry vision on right eye at a 2 month post op exam. The patient¿s chief complaint was of blurry vision on right eye. The patient experienced loss of best corrected visual acuity. The surgery center indicated adding humidifier to the right lower lid (rll) and left lower lid (lll). The patient was treated with an increase of topical steroids. In addition, the patient had lacri-lube ointment (ung) prescribed and collagen 0.4mm plugs inserted. Bcva from (B)(6) 2016: right eye pre-op 20/20 -5.00 x -.25 x 175, left eye pre-op 20/20 -5.00 x -.75 x 18. Bcva from 11/19/2016 right eye post-op 20/30 left eye post-op 20/15 bcva from 1/12/2017 right eye post-op 20/25 1.00 x -.50 x 80 left eye post-op 20/20 .50 x -.50 x 70